Event description:
A surgeon reported problems with aspiration during a cataract with intraocular lens implant procedure. The procedure was able to be completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).